Event description:
Patient had a wound drain placed in 2004 following repair of a vesicovaginal fistula. The drain was being removed three days later when the drain broke leaving a portion of the drain in the patient. The patient required a second surgical procedure under general anesthesia to remove the broken drain portion. Hospital did report that the patient was doing fine following second procedure.